Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment; diagnostic imaging demonstrated a tilted filter perforating the ivc and two detached filter limbs. One detached filter limb was identified in the heart; reportedly, the second detached filter limb was located between the aorta and spine. The filter and detached limb in the heart were removed successfully, one detached limb remains implanted. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: medical records were provided and reviewed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Based on the medical records, filter tilt, perforation of the ivc, difficult to remove, and two detached limbs can be confirmed. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. (B)(4).

Manufacturer narrative:
Medical records have been made available to the manufacturer and reviewed. On (B)(6) 2009 a CT scan of the chest with contrast demonstrated multiple large pulmonary emboli bilaterally. A vena cava filter was deployed on the same day for protection of pe. The filter was deployed successfully inferior to the renal takeoffs. Patient was placed on anticoagulation medication. A CT scan performed three months post filter deployment did not demonstrate any pulmonary embolus. On (B)(6) 2012 the tilted filter was successfully retrieved. Guided fluoroscopy demonstrated a detached limb in the retroperitoneal and a detached limb in the right ventricle. No attempt was made to remove either detached limb. On (B)(6) 2012 the detached filter limb in the right ventricle was captured and removed percutaneously, via jugular access without incident. No attempt was made to remove the detached limb in the retroperitoneal. There were no reported complications; the patient was reported to be hemodynamically stable at the conclusion of the procedure. There was no reported patient injury. The investigation of the reported event is currently underway.